Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt's audiologist called to report that the pt had arrived for initial activation of his new device in 2007, and two channels appeared short-circuited during the testing measurements. Previously these measurements had been normal for all channels in the or.